Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the nurse collected blood intravenously and found that the blood collection tube had insufficient negative pressure. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected to ensure correct assembly, no issues identified. Additionally, draw testing was performed on 10 tubes, and all tubes drew within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the nurse collected blood intravenously and found that the blood collection tube had insufficient negative pressure. There was no report of impact to patient or user.